Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the "hold delivery" button did not work. It was also found that the external pulse generator's (epg) high rate keypad was defective. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance, the button on the external pulse generator (epg) to deliver rapid atrial pacing was not working correctly. The epg has been returned for service. There was no patient involvement.